Event description:
Caller reported a cgm error related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by cts, and the error did not reoccur, allowing them to successfully start their sensor session.